Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging injuries. The patient representative alleges that the patient is suffering injuries due to the use of the defective product. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to suffering injuries and pain to use of the device. There was no report of serious patient harm or injury. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of sound abatement foam degradation. The device passed all final testing. The device's event log was reviewed by the service center and found the error log showed 1 instance of: e-130, 1 instance of: e-200 and 2 instance of: e-4 was logged. The service center concludes there was no evidence of contamination from the device. The service center confirmed there was no evidence of sound abatement foam degradation/breakdown and pass the final test.